Event description:
On (B) (6) 2010, the patient developed an upper respiratory infection. The lioresal (2000 mcg/ml) rate was increased from 299 to 340 mcg/day. He recovered from his respiratory symptoms; however, he remained quite tight; he never had signs of acute withdrawal. The pump was interrogated and the logs reviewed did not show any abnormalities. An x-ray was done on (B) (6) 2010 and it showed that the pump and catheter were intact. A dye study was attempted under fluoroscopy, but they were unable to withdraw csf back from the catheter access port which led to the suspicion of possible occlusion. The patient was brought into surgery for exploration. During surgery, the physician made an incision in the spine and cut the catheter at the spinal site. He received no retrograde flow of csf from the spinal segment so the decision was made to replace the entire catheter. Once the catheter was out from the spinal segment, there was free flow of fluid coming out from the catheter, so the physician suspected that there was a kink in the catheter. He could not visualize or diagnose any blockage at the tip of the catheter because preservative normal saline was freely squirted through the explanted catheter. The explanted catheter was not going to be sent back for evaluation because if there was a blockage, it would have been cleared with the diagnostic on the operating room table when the normal saline was pushed through via the syringe. A new catheter was implanted. Post operatively, the infusion rate was dropped to 100 micrograms/24 hrs; the concentration remained the same. The patient was seen by his managing physiatrist on (B) (6) 2010 and was doing very well with his intrathecal baclofen therapy at an infusion rate of 130 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)

Event description:
Additional information received reported the patient experienced baclofen withdrawal, increased tone, and insomnia. The catheter access port study on (B)(6) 2010 showed a catheter occlusion, and the x-ray showed the pump was intact. The entire catheter was replaced and the patient recovered without sequela on (B)(6) 2010. The event resulted in in-patient hospitalization.

Manufacturer narrative:
(B)(4).